Event description:
It was reported that there was a removal of a synthes ti less invasive stabilization system (liss) femur plate and 5.0 ti liss screws due to patient discomfort. Hardware was originally implanted on (B)(6) 2013 as patient presented with a distal femur fracture from a gunshot. This report is for 16 unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 16 unknown screws without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.